Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The cannula was bent, while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient's blood glucose (bg) values reached 242 mg/dl. The ketones were at 2.0.

Manufacturer narrative:
The device was returned partially deployed. Blood was also observed on the adhesive pad. The device was received with the formed needle visible in the exposed portion of the soft cannula and was also observed to be damaged. It is unknown when this damage occurred. The soft cannula was not observed to be bent/kinked. Upon opening the device, the hard cannula was observed to not be seated within the slide retract. Damage was observed on the slide retract where the hard cannula would normally be seated. The slide retract damage was caused by an incorrectly installed formed needle. The incorrectly installed needle is the root cause of the reported needle mechanism failure and the bleeding/bruising.